Event description:
It was reported that out of range atrial intrinsic amplitude measurements were recorded for this pacemaker and right atrial (ra) lead during atrial fibrillation (af), which, resulted in unsuccessful right atrial automatic threshold (raat) tests and atrial undersensing due to low signal amplitude measurements with automatic gain control (agc) programmed on (functional undersensing). Additionally, unsuccessful raat tests were noted due to oversensing of noise. Further review was recommended to the clinic. No further assistance was requested. No adverse patient effects were reported. This device remains in service.